Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported that end user contacted them regarding their infusion set. Customer was trying to deliver a food bolus when an occlusion alarm was displayed on the pump screen. The system check determined the cause of the alarm to be the site. There was blood present at the infusion site. Customer reported blood glucose level to be elevated to 371 mg/ml as a result of this issue. Correction bolus was delivered to bring down blood glucose level to normal range. No adverse health outcome resulted from this event.